Event description:
Dexcom g7 continuous glucose monitor (cgm) continuously fails within a day of use, and I am unable to read my blood glucose, or have my insulin pump dispense the necessary insulin to save my life; my insulin pump dispenses insulin based on the cgm blood glucose reading. Dexcom does not want to send out replacement cgm's in timely manner, making me wait up to 7 business days for new cgm's, or they do not want to send a replacement at all; the cost for 3 cgm's, or a month's supply, is almost (B)(6). Also, when they do replace the cgm, they will not let me pay out of pocket for expedited shipping, and "there's nothing else they can do", leaving me without a properly functioning insulin pump for this duration, and I have been hospitalized twice for this issue due to hyperglycemia. They are going to kill me or someone else. Reference reports: mw5167703, mw5167704.